Manufacturer narrative:
On 16 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision in cementless tha 2 years after primary. Only one radiograph, ap projection pre-revision, is available. From that image the stem appears to be in varus position and undersized. It is not known what the stem position was post-primary, nor the reason for undersizing. The lateral view might show a peculiar anatomy that justifies the apparent anomaly. The final determination of the root cause is not possible at this stage. Batch review performed on 04 july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. No trauma was reported. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available; explants are not available.